Manufacturer narrative:
The left ventricular (lv) lead was explanted and replaced and the right ventricular (rv) lead was repositioned and the device remains implanted.

Event description:
Boston scientific received information that patient has twiddled their device. As a result of the twiddling, the patient received a shock, loss of capture, increased shocking and pacing impedances, sensing issues, as well as decreased r-waves. When the patient's pocket was opened, it was apparent that device was twiddled - leads were on top of device, and twisted. At original implant the leads had been placed under device. Additionally, the left ventricular (lv) lead had dislodged and had to be explanted and replaced, it could not be reused as it was to twisted. The right ventricular (rv) lead had to be revised as it to was out of its original positioning. The atrial lead was working appropriately and nothing was done to that. To date, there have been no additional adverse patient effects reported.